Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that the customer was unconscious when he was admitted. Troubleshooting was performed. It was reported that the battery and the reservoir were removed from the pump before calling. Assisted the nurse with setting the time and date. Verified the bolus history, basal, and daily totals, all were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.